Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 59 mg/dl. Reportedly, the cause of low bgs is due to fact that the customer had recently given birth and is still currently working with her health care provider (hcp) to adjust her settings. The customer advised that she will be in touch with her hcp to confirm her settings. The customer stated low bg levels were addressed by drinking juice and consuming food. Tandem technical support offered to perform a system check to verify the pump was functioning as intended; however, the customer declined. It was reported that towards the end of the call, the customer's bg levels were coming back up. Additionally, it was noted that multiple malfunction alarms have occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted due to the malfunction issue. It was confirmed that the customer will use their current pump to continue insulin therapy until the replacement pump arrives.